Event description:
Implant failed due to loss of osseointegration.

Event description:
Implant failed due to a failure to osseointegrate. The following has been updated in this correction: placement date, removal date, patient age (at time of event) and issue description.